Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the surgery and the machine automatically restarts and returns to normal state after 2 minutes without affecting the surgery. The philips field service engineer (fse) inspected the system onsite and confirmed the issue with the geometry movements and also regarding "no x-ray issue", fse confirmed that the exposure was not possible on correct position of patient. Upon inspection, fse checked system logs file and determined propell position error. The fse replaced the potentiometer assembly rotation drive and adjusted geo module. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It was reported to philips that the allura device would not x-ray. The device was inside clinical use at the time of the event. No harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.